Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
In may 2009, a miniarc sling was implanted. In 2010, the pt started experiencing back pain. In 2011, she began experiencing numbness in her legs and severe pain within her inner thighs, making it, "almost impossible to walk." Pt now reports, severe low back pain with contraction and numbness.